Event description:
Revision was done because the pt was experiencing knee pain and instability. The surgeon made the decision to not re-implant a patella. In the surgeon's opinion, the patella remaining was too thin and potentially avascular. The poly was removed for a thicker one and an ap lipped insert.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9610726-2010-00276.